Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported dark image was not confirmed. Although, it was confirmed that there was no image due to a defective flat connector. However, the root cause of the event could not be determined. This supplemental report includes a correction to d9 and e1 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the beginning of a therapeutic laparoscopic procedure, the image on the evis exera iii video system center while being used with the evis exera iii xenon light source was normal, but after the patient was bleeding during the surgery, the image became very dark, and could not continue the surgery. The intended procedure was completed successfully with a similar device without delay. The patient did not require additional anesthesia and is currently in good condition. There were no reports of patient harm. Related patient identifiers:(B)(6) (clv-190/ evis exera iii xenon light source, serial number: (B)(6)).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, it was found that there was no image when shaking the connector due to a faulty flat connector. The video cable connectors were faulty. Additional reportable malfunctions occurred with the brightness adjustment not working and being so bright or dim that the endoscopic image was indistinguishable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.